Event description:
The patient's proximal neck at implant was reported as 1 mm in length, 20 - 21 mm in diameter, and angulated to 80 degrees; outside the indicated neck length and angulation. The physician believes that the endoleak was related to the patient's anatomy of a short aortic neck and severe aortic neck angulation. From the examination of the returned devices the likely cause of the proximal type I endoleak appears to be due to the very short and highly angulated proximal neck. The device was returned transected in multiple sections, and the suprarenal stents including a section of the proximal aortic body at spring 1 were not returned. However, no device issues were observed with the returned section of the bifurcate aortic body. A 0.7 mm length fabric tear was seen on the distal end of the ipsilateral limb (at spring 13), which likely occurred during excision of the stent graft. No other stent graft integrity issues were observed.

Manufacturer narrative:
(B)(4). Results: surgical conversion, anatomy related; highly angulated and extremely short neck, angulated neck. Conclusion: angulated neck, anatomy related; highly angulated and extremely short neck.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the stent graft was explanted. The physician implanted two aortic cuffs from another manufacturer at the time of initial implant. However, the endoleak still was not resolved. The type I endoleak never resolved and approximately two weeks post stent graft implant, the physician elected to surgically convert the patient to an open repair. The stent grafts, were sent back for evaluation. The physician believes that the removal of the devices was related to the patient's anatomy of short aortic neck and severe aortic neck angulation. Medtronic has received the device and its analysis is pending.